Event description:
It was reported that ten mins of use, the screen went blank, and cut/coag would not work. No reports of pt injury.

Manufacturer narrative:
At the time of this report, the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As additional info becomes available, a f/u report will be submitted.